Event description:
It was reported that the asymptomatic patient presented for a follow-up where it was discovered that the right ventricular lead had dislodged. The physician attempted to reposition the lead on (B)(6) 2018, however the helix was unable to retract. A new lead was implanted and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.